Event description:
It was reported that following ptca, the iab was inserted and connected to a pump. Almost immediately the pump experienced kinked catheter alarms. Because of this problem, the entire assembly was removed, and there were no additional complications.